Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint that the autopulse platform (s/n (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The system error was cleared using apvision3 software during device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly and the cables connecting the processor board to the motor controller and the power distribution boards were replaced as a preventive precautionary measure. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review showed the occurrence of system error, user advisory (ua) 139 (unable to hold compression position); thus, confirming the reported complaint. The autopulse platform failed the initial functional test due to the "system error, out of service, revert to manual CPR" displayed upon powering up the platform; thus, confirming the reported complaint. During troubleshooting the problem, the brake gap was inspected and verified it was within the specification. Also, the system error was cleared using apvision3 software. During further functional testing, the system error did not replicate, and the autopulse platform functioned as intended. As a preventive precautionary measure, the processor board pca assembly and its associated cables connections were replaced to address the reported complaint of the intermittent system error. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. This autopulse platform was manufactured in september 2015 and is over 6 years old, has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by deburring the clutch plate and adjusting the driveshaft. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (b)(7) .

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on september 28, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform s/n (B)(4) displayed "system error, out of service, revert to manual CPR". The customer exchanged the lifeband and replaced the battery to troubleshoot, but the issue persisted. The patient's status information was requested, but the customer did not provide a response.